Event description:
The front wheel snapped off. The steel pin that attaches the wheel to the frame broke off horizontally with no signs of bending fatigue. End-user fell but seems ok. Business where walker was purchased is no longer in business.